Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that a post-surgical wound infection of the hip had occurred. The patient was in rehabilitation and was receiving intravenous antibiotics for a few weeks. Prior to the patient¿s death the patient was reported to have been failing to thrive. As reported, this had contributed to the patient¿s death. The patient was made dnr (do not resuscitate) prior to the death, therefore resuscitation efforts were not made. Further details pertaining to the valve function were not available.

Event description:
It was reported that approximately 3 years and 3 months following the implant of this transcatheter bioprosthetic aortic valve cardiopulmonary arrest occurred secondary to coronary artery disease. Subsequently sudden cardiac death occurred. The physician indicated the event was also possibly related to the valve. An autopsy was not performed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.